Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient had called to inquire about MRI information for an upcoming MRI. Reviewed MRI mode with the patient, and the patient stated they hadn't been using the therapy because it hadn't helped/never worked properly for them since they got it on (B)(6) 2022 . The patient stated the therapy had been turned off for a good year now after a "bunch of back and forth for the longest time" emailed the patient MRI mode instructions, and the patient was going to locate a micro-usb charging cable. The patient may call back for further assistance with MRI mode once they have everything charged up. Documented reported event. No further action was taken. Additional information was received from the patient. They reported expressing strong dissatisfaction with her prior experience with the interstim device. They stated that the device caused her significant pain and described the experience as very negative. They also shared that the device was removed several years ago and expressed frustration about being contacted now since it was already removed. They reported that, at the time, they felt the follow-up from the medtronic representative and the clinic office was inadequate. They also stated concerns related to billing, indicating they were charged additional costs even after device removal. She conveyed ongoing negative sentiment toward medtronic and stated that she actively discourages others from using medtronic products based on her experience. [See related event about replaced implant reported in (B)(6).].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.